Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented via a merlin.net transmission. Non-sustained lead noise due to post-paced t-wave oversensing was observed. Patient presented to the hospital for evaluation. Reprogramming was recommended and device remains implanted.

Event description:
New information received notes that merlin.net transmission showed non-sustained lead noise due to post-paced t-wave oversensing. Patient was asymptomatic. The device was reprogrammed.